Event description:
It was reported patient underwent an open reduction internal fixation on (B)(6), 2012. During the procedure, the product labeled as a keyless lag screw was noted to be a keyed lag screw. They removed the keyed lag screw. Another keyless lag screw was available to complete the procedure.

Manufacturer narrative:
Review of explanted device confirmed reported event. Corrective and preventive action was initiated in response to this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.